Event description:
Caller reported encountering cgm error 42 with their g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the caller with pump reset information and assisted them in performing the reset. After the pump reset, the cgm error did not reoccur, and the caller successfully started their sensor session.